Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips healthcare that the battery does not work. There was no patient involvement.